Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va1puqy, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient indicated having trouble going to the bathroom about four days after the trial lead was implanted on (B)(6) 2018. They stated that the patient was progressively going downhill to the point where they couldn't eat or drink after the trial lead was implanted. Due to the patient's age, they thought it was a uti. When they went in, it was determined that it wasn't a uti. The patient complained that they were tired and could not urinate. It was reported that the patient's bladder stopped working in (B)(6) 2018, and they went into acute renal failure. The patient had to be hospitalized, and was now in the hospital with the therapy off. They weren't able to go to the bathroom at all without a catheter. It was noted that prior to the trial, the patient was leaking all the time. The change in symptoms was stated to be gradual. The manufacturer representative (rep) and healthcare provider (hcp) stated that they've never had this happen with a stimulator and thought it was unrelated. The consumer mentioned that they were working with the hcp. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.